Event description:
Pt complained of pain and burning to inner thighs during MRI. The exam was stopped and upon exam, pt noted to have a 10 x 3 cm red mark on bilateral inner thighs. Within 10 minutes redness had decreased to 3 x 3cm with two small blisters to the areas.